Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the iab ruptured. The staff received helium loss alarms and did not see any blood in the tubing initially. The staff noted that the pressures weren't matching and the css had the staff decrease to 26cc because the patient was 4'9", which resolved the issue. The staff then noted a couple of specks of blood in the helium tubing on the iab side. The css had the staff stop pumping and recommended removal of the iab. Additional information was received on 04 feb 2022 that the iab was removed on (B)(6) without issue, and the staff did not place a second iab. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the iab ruptured. The staff received helium loss alarms and did not see any blood in the tubing initially. The staff noted that the pressures weren't matching and the css had the staff decrease to 26cc because the patient was 4'9", which resolved the issue. The staff then noted a couple of specks of blood in the helium tubing on the iab side. The css had the staff stop pumping and recommended removal of the iab. Additional information was received on 04 feb. 2022 that the iab was removed on 1/29 without issue, and the staff did not place a second iab. There was no report of patient complications, serious injury, or death.